Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the uninterruptible power supply (ups) batteries were replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect batteries has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure when the system is on uninterruptible power supply (ups) the imaging system would stay powered on for 45 seconds after unplugged from a power outlet . Representative confirmed that the system has been plugged in over night. There was no patient present at the time of the issue.